Event description:
On (B)(6) 2008, the pt underwent an evan's calcaneal osteotomy and gastroc recession of the left foot. A cancello-pure wedge xenograft was implanted along with plates and screws. The pt was uneventful until (B)(6) 2009, when she returned for follow-up complaining of sharp pain with activity and walking. X-ray showed breakage of the plate at the distal most aspect with elevation of the anterior process of the calcaneus. Surgeon felt that her activity resulted in enough movement to cause her failure. On (B)(6) 2009, the pt underwent removal of the wedge, plates and screws due to non-union of the graft and was revised with allograft tissue, locking plate and screws.

Manufacturer narrative:
Preliminary investigation: a re-review of mfg records was conducted. The xenograft passed all release criteria prior to distribution. No departures were noted. The xenograft underwent two validated sterilization methods to achieve a sal of 10-6; biocleanse prior to packaging and gamma irradiation post packaging. A re-review of biocompatibility validations and comparison of current processing techniques, eval of representative mfg episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted. Histological testing of returned xenograft is pending. Follow-up with conclusion will be submitted upon completion of the analysis of the returned graft.